Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) depleted quicker than expected with 11 months remaining left. Also, this device beeped. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) depleted quicker than expected with 11 months remaining left. Also, this device beeped. This device was explanted and replaced. No additional adverse patient effects were reported.